Event description:
The customer reported that she activated a pod on (B)(6) at 8:02 am, with a blood glucose result of 113 mg/dl. She reported the following history: time: 9:03 am, blood glucose result: 146 mg/dl, carbohydrate: 30 grams, bolus; time: 11:43 am, blood glucose result: 433 mg/dl, bolus: 6.15u; time: 1:00 pm, blood glucose result: "high" (>500 mg/dl). She deactivated the pod at 1:01 pm. She stated that the adhesive was wet and the cannula was not inserted properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula was not inserted properly in the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user's guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. "Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."